Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, dilatation was done at 6atmospheres (atm), 6atm, 10atm and 10atm respectively. However, during the fifth inflation at 12atm, the balloon ruptured. The balloon was then simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.